Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Patient reported a right side rupture. Later, healthcare professional confirm rupture. Additionally, healthcare professional reported "disintegrated shell in radius, upper & lower edge of explant". Device has been explanted and was discarded.

Event description:
Healthcare professional reported, a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.